Event description:
It was reported that the patient underwent a revision surgery and the glenosphere had to be replaced due to the screw thread being broken.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the patient underwent a revision surgery and the glenosphere had to be replaced due to the screw thread being broken.

Manufacturer narrative:
Please note the following correction: the establishment FDA registration number was corrected from (B)(4). D3 (manufacturer entity) and g1 (manufacturing site).

Event description:
It was reported that the patient underwent a revision surgery and the glenosphere had to be replaced due to the screw thread being broken

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information (such as a more detailed description of the event, x-rays, sphere lot number, surgical report) is provided, the investigation will be reassessed.